Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device's keyboard failure. A technical support specialist confirmed that the issue was resolved remotely to reinstall keyboard drivers. The device was rebooted and verified by the customer. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system keyboard failed, and it stopped working completely. The customer reported that there was a delay of approximately 15 - 20 minutes in patient care for bring from pharmacy for oxycodone medication. There was a patient involvement reported. There were no adverse events or injuries reported based on this incident.